Event description:
The manufacturer received information alleging an issue with the device's lcd screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the ventilator's lcd screen was found to be blank. The device's lcd was replaced to address the issue.